Event description:
The customer reported that there was a diluent leak of an unknown volume from the unicel dxh 800 coulter cellular analysis system. The leak was not contained within the instrument. The customer also reported erratic latron results. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) indicated that latron qc failing and noticed dried cleaner below flow cell and on sample line peltier, from a possible lower sheath input. He replaced flow cell to resolve the leak. System performance was verified. (B)(4).